Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer had to have staples put in. The customer was at 332 mg/dl at the time of the call. The customer got calibrate now alerts, sensor updating, and change sensor alerts. The customer was most likely wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.